Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a good condition. Event log history was performed and indicated that no evidence existed in the event log to support the user's complaint. During analysis, the reported "fails accuracy" problem was verified. Testing the accuracy of the pump gave results of -10.9%, --9.74%, and -9.16%, all outside the published customer specification of +/-6.0%. The expulsor was noted to be under delivering and is out of calibration. It was also noted that the unit was previously repaired for physical damage. Service will replace the expulsor and recalibrate the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be service and repair related.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (6.5%). No patient was involved. No adverse effects were reported.